Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown head lot# unknown, item # unknown stem lot# unknown, item# unknown cup lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of xray review which indicated superolateral dislocation fo the left hip. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04909.

Event description:
It was reported that patient experienced dislocation and was being considered for revision. Revision surgery was cancelled for unknown reason. Attempts were made to obtain additional information; however none was available.